Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the clinic on (B)(6) 2018, for follow up visit from recent hospital admission for gastrointestinal (gi) bleed. Patient stated to have had 3 melanotic stools on (B)(6) 2018, and no stools today. Patient was directly admitted for acute blood loss anemia and recurrent gi bleed. Patient was discharged home and issue was stated to have been resolved with sequelae on (B)(6) 2018. The ventricular assist device (vad) remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with worsening fatigue and shortness of breath. Patient was admitted to the hospital for acute gastrointestinal (gi) bleed. Patient refused esophagogastroduodenoscopy (egd). Patient received 2 unit of packed red blood cells (prbc's) on admission. Patient was discharged home on coumadin therapy. Patient was re-admitted to hospital on (B)(6) 2018 after a syncopal episode and was noted to have a presumed gi bleed. Patient was transfused with 2 units of prbc's and refused gi consult. Palliative care was consulted. Patient had no further syncopal episode and was discharged on coumadin therapy but no aspirin (asa) and issue was stated to have been resolved. The ventricular assist device (vad) remains implanted. No further patient complications have been reported as a result of this event.